Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was explanted of the device. According to the device explantation report, the amplification of the device was beneficial in the beginning, but there was no amplification later.